Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
The customer reported the touch panel failed to respond. There was no patient involvement. The manufacturer¿s international service technician confirmed that the upper part of the touch panel was unresponsive. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Manufacturer narrative:
G4: 04aug2020. B4: 17aug2020. The replaced touchscreen was returned for failure analysis. The touchscreen was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.